Event description:
During a colonoscopy procedure, a cook disposable hemostasis clip was asked. While advancing the device through the accessory channel of the endoscope, the clip deployed inside the endoscope. The endoscope was successfully removed from the pt, and the procedure was completed with another endoscope and cook clip. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use states: removing undeployed device through a retroflexed endoscope can cause detachment of clip. The instructions for use states: uncoil device. Verify smooth handle operation and clip action. Open clip gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy-clip. The instructions for use states: with clip closed and without holding handle spool, advance device in small increments into accessory channel of endoscope. Prior to distribution, all endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor trends and reassess the risk assessment results as post market feedback continues to become available.